Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h6, h11. Corrected fields: h6 (product code, type of investigation, investigation findings, component code, investigation conclusuion).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: e1 event site address. A getinge field service engineer (fse) evaluated the unit and was unable to replicate user complaint. The fse successfully completed a simulated treatment upon initially testing unit with trainer and testing catheter without issues. Identified multiple code 77 "compressor motor speed adj - assisting" along with gas loss. The fse replaced compressor along with vacuum and pressure lines. Replaced suspect drive manifold and vacuum transducers, as a precaution to address code 77 listings. Also replaced drive manifold, as a precaution. Vacuum filter behind/in-line with k7 discolored, and unable to see light through so fse replaced filter as a precaution. Post replacing mentioned parts as a precaution and successfully completed a full system checkout without issues. The failure analysis and testing dept. Received drive manifold, vacuum transducers, filter. Parts were received with a reported failure of the system overheating and multiple code 77. Muffler is also discolored. The fat performed a visual inspection and found filter to be discolored. Confirmed reported issue on this part. Root cause is expected wear and tear. Rest of the parts in good condition. The fat installed the parts individually in cardiosave test fixture and tested the parts to factory specifications per the cardiosave service manual. No failure confirmed. Retained the parts in the failure analysis and testing department per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) had a system overheating issue. Gas loss alarms and multiple code 77 ¿compressor motor speed adj - assisting was also observed in the logs by the fse during the reported event was taken place. To continue treatment the unit was swapped out with another unit and there was no harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h11. Corrected fields: h6 investigation findings. A getinge field service engineer (fse) evaluated the unit and was unable to replicate user complaint. The fse successfully completed a simulated treatment upon initially testing unit with trainer and testing catheter without issues. Identified multiple code 77 compressor motor speed adj - assisting¿ along with gas loss. The fse replaced compressor along with vacuum and pressure lines. Replaced suspect drive manifold and vacuum transducers, as a precaution to address code 77 listings. Also replaced drive manifold, as a precaution. Vacuum filter behind/in-line with k7 discolored, and unable to see light through so fse replaced filter as a precaution. Post replacing mentioned parts as a precaution and successfully completed a full system checkout without issues. The failure analysis and testing dept. Received the following parts associated with this complaint parts were received with a reported failure of the system overheating and multiple code 77. Muffler is also discolored. The fat performed a visual inspection and found pn 0103-00-0709 to be discolored. Confirmed reported issue on this part. Root cause is expected wear and tear. Rest of the parts in good condition. The fat installed the parts individually in cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the parts in the failure analysis and testing department per procedure number (B)(4). The most probable root cause for the reported failure of the muffler per the dfmea is component reliability.